Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion was located in the iliac artery. Lesion details are unknown. The wanda 5.0x20mm balloon was advanced to the lesion and inflated to 12atm and ruptured. The procedure was completed with an unspecified device. No patient injuries or complications were reported. The patient's status is reported as "good". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4).